Manufacturer narrative:
(B)(4). D10: 161075 - oss avl yoke 12 mm - 504520, 161071 - oss avl poly tib bushing set - 65904793, 161094 - oss rs 12, mm ls tibial bearing - 66676165, 150478 - oss poly lock pin - 67073891, 161034 - oss rs poly fem bushings set/2 - 67221201, 161035 - oss rs axle - 67286405, 161124 - oss rs 8.5 cm seg fmrl left - 66759350, 150464 - oss 3 cm diaphysel segment - 724570, 150461 - oss 3 cm ellip diaphyseal seg - 65725118, 150375 - oss cemented im stem 15 x 225 - 338670, cp113459 - oss rs avl 9 cm prox tib mod - 717320, 150362 - oss cemented im stem 13 mm x 90 mm - 808790. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Approximately 9 months post-op, the patient was revised due to the avl locking ring breaking resulting in a dislocation of the prosthesis. The avl bearing assembly was revised. Attempts have been made and all available information has been provided.